Manufacturer narrative:
This is the same event as 3010536692-2016-00705.

Event description:
Allegedly, patient suffering from mom complications. Allegedly the patient was revised due to the following mom complications: loosening; levels of chromium/cobalt (left).